Event description:
Customer reports a malfunction warning with automatic shut down. No patient injury was reported. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device history log was reviewed. Technical error 37 (x2) and technical error 01 (x2) were found. However both are believed to have been caused by the user unknowingly while performing a task and could confirm the reported event. The reported device was received in lake zurich and its investigation was performed by our local technical team. Nothing was noticed during external visual check. Several functional tests were carried out and all performed as expected. The reported event could not be reproduced. However internal check found that cpu ribbon had its wire exposed. Although all functional tests were compliant the cpu ribbon cable was replaced and sent back to brézins for further investigation. Once in brézins, a visual control was performed and confirmed that the ribbon cable was damaged. It shows a pinched / perforated area likely due to a cable mispositioning when closing the device. The ribbon cable being essential for the proper functioning of the device, this damage must have triggered some kind of short circuit leading to the reported event and/or technical errors found in the history log. The reported event is likely due to technician mishandling the device during some kind of maintenance/repairs activity. To our knowledge this complaint is not being related to patient safety. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.